Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and undefined high impedances on both defibrillation coils. The patient was brought in to possibly replace the lead, whereupon it was discovered that the superior vena cava (svc) defibrillation coil setscrew was loose. The lead was tested and found to be intact with no fracture. The device was explanted and replaced. No patient complications have been reported as a result of this event.